Manufacturer narrative:
Correction: d4 - primary UDI number. Investigation ¿ evaluation: it was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated during a percutaneous transhepatic cholangiographic drainage (ptcd) procedure on a 57-year-old male patient. Upon opening the outer packaging of the drainage catheter prior to flushing, it was observed that the mac-loc locking mechanism was separated from the catheter. As a result, the drainage catheter was replaced with a new one to successfully complete the procedure. It was confirmed that the device did not make any patient contact. A photo provided by the customer confirms hub separation from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, specifications, and instructions for use (IFU), as well as a visual inspection of the returned device, were completed during the investigation. One catheter shaft was returned for evaluation in a used and damaged condition. A visual inspection of the complaint device found material damage on the flare ridge and thread marks near the top. Without the mac-loc adaptor, gap gauge verification could not be completed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming products related to the reported failure mode. A review of the device history record (DHR) found no relevant discrepancies that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, DHR, device evaluation, and IFU suggests that the device was manufactured to specification and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design contributed to the reported failure. It is possible that the catheter experienced excessive force or tension during the prepping process, but this cannot be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: phone number: (B)(6). H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated during a percutaneous transhepatic cholangiographic drainage (ptcd) procedure on a 57-year-old male patient. Upon opening the outer packaging of the drainage catheter prior to flushing, it was observed that the mac-loc locking mechanism was separated from the catheter. As a result, the drainage catheter was replaced with a new one to successfully complete the procedure. It was confirmed that the device did not make any patient contact. A photo provided by the customer confirms hub separation from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: d9 - date returned to mfg. Correction: d4 - model #, catalog #. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.